Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the fenestrated bipolar forceps (fbf) instrument was not recognized by the system. A backup instrument of the same kind was used. The procedure was completed with no reported injury. Per customer notification, the fenestrated bipolar forceps that was used to hang and coagulate tissues was not recognized by the system preventing its use. It was necessary to proceed with the replacement of the fenestrated bipolar forceps with a backup instrument. There were 2 remaining uses. The consequence of the issue was a delay of surgical procedure of less than 15 minutes for the replacement of the fenestrated bipolar forceps with a backup instrument. Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: the customer confirmed that the instrument was inspected prior to and after use and there was no damage or anything out of the ordinary. The instrument did not collide with any other instrument or tool during the procedure. There was no arcing observed during the procedure. There was no patient injury as a result of the instrument recognition issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting the fenestrated bipolar forceps (fbf) instrument was not recognized by the system, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the fbf instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Failure analysis found the primary finding of failed engagement test to be related to the customer reported complaint. The instrument was found to have an engagement failure based on log review and during in-house testing. The instrument passed recognition test but failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. A review of logs showed multiple 22020 error codes, indicating the installed instrument failed to engage. The root cause is attributed to a broken input disk. Additional observation(s) related to the customer reported complaint: the instrument was found to have an input disk broken. Input disk #5 was found broken into pieces inside of the housing. The complaint regarding the fenestrated bipolar forceps instrument not being recognized was confirmed by failure analysis, which indicated that the device did contribute to the customer reported issue. Additional observation(s) not reported by site: the instrument was found to have thermal damage on the bipolar yaw pulley at the distal end, exposing the electrode. There was no conductor wire insulation damage observed. Electrical continuity was tested and passed.